Event description:
It was reported that during transport of the patient, the intra-aortic balloon pump (iabp) pump gave a 20-minute battery alarm. The pump did not stop pumping and only had an audible alarm. The field service agent (fsa) was called in to service the pump. A functional check was done on the pump on battery mode. After 25-minutes the battery voltage was still at 12.4 volts and no alarms occurred. As a result, the battery was replaced. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of short battery run time is not confirmed. The returned battery passed visual and functional test specifications. The root cause of the complaint is undetermined. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transport of the patient, the intra-aortic balloon pump (iabp) pump gave a 20-minute battery alarm. The pump did not stop pumping and only had an audible alarm. The field service agent (fsa) was called in to service the pump. A functional check was done on the pump on battery mode. After 25-minutes the battery voltage was still at 12.4 volts and no alarms occurred. As a result, the battery was replaced. There was no report of patient injury or consequence.